Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and the device would not start up when the start/stop button was pressed. The device's active exhalation control module and system board were replaced to address the issues.